Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) cannot be turned on. There is no response after turning on the device, and it cannot be used. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. During on-site inspection, it was determined that the power control board is faulty and needs to be replaced. The fse replaced the power control board. After the replacement, the power-on test was normal. The unit was tested according to the requirements specified by the factory. The tests met the requirements, and it can be used normally. The unit was delivered for use.

Event description:
N/a.